Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in the hospital on the (B)(6). Customer was released on the (B)(6). Customer stated that the inserted the infusion set incorrectly and the cannula was bent. Customer stated that it caused him to have high blood glucose. Customer stated that he will call back later.